Event description:
User facility reported that the device was in use for infusion of fluorouracil. According to reporter, the device completed the infusion 2 days before end of infusion was expected and had delivered the entire dose in only 24 hours. According to reporter, the pt received an infusion of an antidote drug and was not harmed. No permanent adverse effects to pt reported.

Manufacturer narrative:
The suspect device was received for eval. Delivery accuracy testing of the device found it to deliver within specification. No problems were found with the programming of the device or with the device maintaining its programmed values. The device had no recorded errors in the error log and showed no signs of physical damage. The device was found to operate as intended. It should be noted that the device will revert to the previously programmed settings if the new values are not confirmed by pushing the "set/clear" key within 15 seconds of entering the new values. This device does not have an event history log; therefore, a historical review of previously programmed values could not be done. Since the inception of this device, there have been three subsequent generations of this device that do feature an event history lot.